Event description:
Additional information from the consumer reported the patient fell (B)(6) 2015 and felt change in length of time to charge and the effectiveness in taking care of areas to be covered. The lead that migrated was removed and replaced. The issue was considered resolved.

Manufacturer narrative:
Correction.

Manufacturer narrative:
Concomitant product: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4). It was noted that the patient had two leads present during the event. See manufacturer¿s report # 6000153-2016-00154 for concomitant ins system information.

Event description:
The consumer reported that they felt something was wrong with their implant in (B)(6) 2015. The patient had a radiofrequency done and it was determined that one of the leads had migrated around (B)(6) or (B)(6) 2015. The patient also had trouble recharging their implantable neurostimulator (ins). The indication for the implanted device was noted as spinal pain. Follow up information received on jan. 14, 2016 from the manufacturer's representative reported they met with the patient on (B)(6) 2015 where it was suspected that there was a lead migration. The representative spoke to the patient's physician where it was verified that they did do some x-rays that showed one of the leads had moved. The physician was in the process of going through the insurance verification to get the patient a revision of the lead. If additional information is received, a follow-up report will be sent.